Event description:
A facility reported that the guidewire in the hermetic lumbar catheter, closed tip (ID ins5010) kit would not come out of the drain, stretched and unthreaded. The drain was fully removed and an attempt to pull the wire shredded the drain. A second kit was used and a nitrex wire was attempted, however it was too short, so they used the drain kit wire. The second wire got stuck as well and ended up getting removed but was very bent. Additional information was subsequently received as follows: 1. When did event occur (before/during/after surgery, etc.)? During the procedure, first kit the wire was unable to be pulled until the catheter was removed from the patient. At that time, the catheter sheared. Second kit immediately followed. Wire was successfully removed after minor manipulation of the catheter and moderate tension while catheter was still present in the patient's back. 2. Was there a delay in surgery due to product problem? If yes, how long? Procedure took an additional 30-45 minutes to complete. 3. How was the procedure completed? Ultimately, the second wire was successfully removed, however, we were instructed later that day that the drain was not patent and required additional procedures. 4. Please advise if both guidewires used during this incident are from the same lot. Yes, both guidewires were from the same lot number.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hermetic lumbar catheter, closed tip (ins5010) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomaly was observed during its manufacturing, packaging, and inspection processes that could be related to the reported condition. Failure analysis - failure analysis is not possible because the device has not been received for evaluation. Photos were provided showing an unraveled guidewire, and in the photos, a bent guidewire is observed. Therefore, the complaint is considered confirmed based on the photos provided. Root cause - the device has not been received for evaluation; however, photos were provided showing an unraveled and bent guidewire. Due to confirmed complaints related to unraveled guidewires, a scar was issued to obtain an in-depth evaluation from the supplier to identify a potential root cause for the reported guidewire breakages and actions that can prevent or reduce the recurrence of the reported condition. The supplier¿s final report did not identify any manufacturing issues. However, the supplier reported that the user should not bend the wire; for example, wrapping the guidewire around the hand or fingers when removing the guidewire since this action could create a force on the distal weld exceeding 2.75 lbs., causing the observed breakage at the distal weld and the guidewire to unravel/stretch. Based on the physical appearance of the device in the photos, it seems likely that the wire was bent at some point during its use. Thus, based on the above explanation and the physical appearance of the device in the photos, the most probable root cause for the reported condition is related to the technique used during the guidewire insertion/retrieval which may snap/break the wire causing the reported situation ¿stretched/unthreaded¿. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.